Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a spinal cord stimulator trial was performed using the lead 977d260 trial 5 mm compact 1 x 8, and the trial lead was removed after the trial; however, during a later planned permanent spinal cord stimulator implant procedure, an intraoperative x-ray showed that part of the trial lead had been retained in the patient¿s back. The patient had previously undergone magnetic resonance imaging for pre-surgical planning, was evaluated by a neurosurgeon, and was scheduled for the permanent implant. When the retained fragment was identified in the operating room, it was decided to remove the retained triallead fragment and postpone the permanent implant to allow healing. Approximately 28 cm of lead was removed, and pictures and x-rays were taken. The removed lead was retained by the hospital and submitted to its risk analysis department. The patient reportedly did not complain of any adverse reaction after the earlier lead removal, and the patient outcome was reported as alive with no injury. The manufacturer representative (rep) indicated they would send any further information as they become aware.